Event description:
It was reported that foreign material was present and there was discoloration of the device chamber. A encore 26 inflation device was selected for use. During preparation it was noted that there was presence of foreign object and discoloration of the chamber. There were no patient complications reported. Device evaluated by MFR.: the device was returned for evaluation. A visual inspection was carried out and revealed no damages were encountered in the device; however, a white stain were found on the barrel of the syringe. The device was disassembled and it was observed that the stain was located between the exterior wall of the barrel and the clear housing of the device.the inner side of the barrel was not affected with the stain. The stain did not obstruct the graduation marks in the barrel. No more issues were encountered in the inspected device.

Event description:
It was reported that foreign material was present and there was discoloration of the device chamber. A encore 26 inflation device was selected for use. During preparation it was noted that there was presence of foreign object and discoloration of the chamber. There were no patient complications reported.